Manufacturer narrative:
A review of the information provided was performed, and the sensor was within the tolerance for cm mean; therefore, the reported malfunction is unconfirmed. This reported event was investigated for possible inaccurate reading. Based on the information given and backend log analysis, it was confirmed that the device was operating within the expected frequency range of 30-37.5 mhz. The sensor was operating at 33.3, 34.0, and 33.9 mhz during the review of the applicable reading(s). A review of the DHR was performed and ruled out the possibility of a manufacturing related issue causing or contributing to the reported complaint issue. Per the IFU, right heart catheterization is required for system baseline (mean pressure) calibration and may be needed to recalibrate the baseline (mean pressure) in order to continue to use the system.

Event description:
The clinician would like to leave the sensor data as it is with no changes.

Event description:
A right heart catheterization was performed to confirm the validity of the pressure sensor readings. The site reported a 6 mmhg difference between the pressure readings from the catheter and the cardiomems pressures. It has not yet been determined if the sensor baseline will be adjusted.